Manufacturer narrative:
Submit date: 3/31/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Based on the sample received in the decontamination lab, the product was determined to be an umbilical vessel catheter (uvc), not an enteral feeding tube (product code 155721 or 155720) as originally reported by the customer. There was no communication to product monitoring and upon closure; the investigation report stated that the product in question was a uvc. Based on this information, the complaint is deemed reportable and a 3500a form filed. The customer stated that the feeding tube broke. The break was outside of the patient at the proximal end near the hub. There was no injury to the patient as a result and no medical intervention other than the removal of the tube.

Manufacturer narrative:
The product ID was unknown but reported as either product ID 155721 or 155720 which are both enteral feeding tubes. Upon receipt of the sample, it was determined to be an umbilical vessel catheter (uvc), not an enteral feeding tube as previously reported by the customer. Based on the sample received and the condition reported, this complaint is deemed reportable. The product involved in this complaint and the lot number is unknown. Since the lot number was not provided a device history record (DHR) review could not be performed. Manufacturing records are routinely reviewed prior to the release of product to ensure process and product compliance. The product sample was returned to the manufacturing site for analysis and investigation. A visual inspection of the sample was performed and it revealed that the catheter was broken at the proximal end near the hub. The sample was analyzed by (B)(4). According to this analysis and based on the examination under a microscope, the catheter was torn at the base of the luer fitting. The most probable root cause can be considered as unintentional misuse; this condition was more likely caused by damage that occurred during use due to excessive force or use of inappropriate cleaning agents. As no complaint triggers or trends were identified, no further corrective or preventive actions were required. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling according to product specification are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.